Manufacturer narrative:
Event description updated. Device available for evaluation updated. Device codes added. Device evaluated by manufacture updated. Evaluation codes added. Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap and metal cap are detached and not returned; the glass cap exhibits severe devitrification at output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: joules used: 37,963 joules; time expended: 5 minute. The fiber tip (cap) was cleaned during the procedure.

Manufacturer narrative:
UDI #: (B)(4)

Event description:
It was reported that ¿while lasing, the doctor noticed that the laser beam was at the tip of the fiber instead of side firing." Additional information notes, "the doctor inspected the fiber and while cleaning the tip, it came off.¿. The fiber was exchanged, and the procedure was completed utilizing the second fiber. Patient outcome: ¿ok¿ reported. No patient or user injury was reported.